Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to excise the excess skin around the abutment. During the procedure, the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.